Event description:
It was reported to boston scientific corporation that atrapezoid rx was used during a removal of bile duct stones procedure performed on (B)(6) 2024. During the procedure, the handle cannula of the basket was fractured when the basket attempted to crush the stones. The basket failed to crush the stones, and the stones were slowly shaken out of the basket in the bile duct. Once the stones were removed from the basket, the basket was removed from the patient. The procedure was completed with another trapezoid rx device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of the handle cannula break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of the handle cannula break. Block h11: investigation results: the returned trapezoid rx was received for analysis. Visual examination revealed that the side car rx was pushed back 3 mm and the handle cannula was detached, not just broken. The device was inspected under magnification, and it was observed that the handle cannula did have crimping marks. The reported event of handle cannula break was not confirmed. Based on the available information, it's most likely that the force applied on the handle when trying to break the stone put the entire device under a lot of pressure. When excessive force is applied, the working length tends to "retract" itself and can push back the side car rx. There is also a possibility that the same force applied to the handle cannula can cause the handle cannula to detach. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a removal of bile duct stones procedure performed on (B)(6) 2024. During the procedure, the handle cannula of the basket was fractured when the basket attempted to crush the stones. The basket failed to crush the stones, and the stones were slowly shaken out of the basket in the bile duct. Once the stones were removed from the basket, the basket was removed from the patient. The procedure was completed with another trapezoid rx device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.